Event description:
On (B)(6) 2018, a 31mm epic valve was implanted in the mitral position. During a follow-up visit on (B)(6) 2018, the valve was reported to be leaking. Upon further inspection on (B)(6) 2018, the valve was scheduled to be explanted on (B)(6) 2018. The patient was asymptomatic of valve leakage. On (B)(6) 2018, the valve was explanted and replaced with a medtronic mechanical valve (size unknown). Upon explant, a hole was observed between the posterior leaflet and the annular ring. The patient is reported to be recovering well.

Manufacturer narrative:
An event of leakage was reported. The hole in a cusp noted subsequent to explant was confirmed. Morphological and histopathological examination revealed tears in all three cusps. There was a thinning of the cusp bases with loss and degeneration of collagen fibers. White tissue was noted at the outflow commissures of stent posts 1 and 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tears and thinning and degeneration of collagen fibers remains unknown. However, the degeneration itself may have been a contributing factor in the tearing, and the white tissue at the commissures hindered the mobility of the cusps, which potentially altered the stress along the bases of all three cusps.